Manufacturer narrative:
Date rec¿d by MFR: 20may2019. Date of report: 24may2019. The manufacturer¿s international service technician replaced the touchscreen in order to address the reported problem. The ventilator passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 07jun2019. The faulty touchscreen was returned and failure investigation (fi) was performed on 06jun2019. During fi, the resistance measurements of the returned touchscreen were tested and testing failed. Therefore, it was determined that the touchscreen's measured resistances are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a misalignment of the touch position on touch panel. There was no patient involvement. The event date was not specified; estimate used.